Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. Insulin pump was received with minor scratched display window, broken off reservoir tube lip, cracked reservoir tube, and bleeding lcd glass.

Event description:
It was reported that the insulin pump was donated. Customer's blood glucose level was not reported. The device returned.